Event description:
Customer reported that the unit will power on. They have replaced batteries with a new supply. They did see battery leakage in the battery compartment. The customer did not provide a date when this was discovered and no pt incident or injury was reported.

Manufacturer narrative:
Results: the reported issue of no power and leakage is confirmed. There is battery acid leakage and corrosion on a flat contact and the aqualert water indicator label shows moisture exposure due to the battery leakage. The unit did not power up when using new batteries. However, unit does power up when using a 9v adapter or an external power supply and passes all functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).